Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. It was reported that the probe broke off after the surgery. The probe broke off at 16mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard. The error occurred due to the cracks. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a procedure of gynecology, the subject device was used. It was reported that the ptfe pad of the device was damaged and probe damage error occurred about two hours after starting use. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the subject device for evaluation. As a result of evaluation of omsc on october 26, 2016, omsc confirmed that the coating of grasping section was partially missing and the ptfe pad of it was not damaged. And it was not reported that the fragment of the coating fell into the patient.